Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for an unknown hypo syringe to investigate this record. As a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd concludes that the cause of the problem could be produced because of a damage in the in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection, no corrective actions are required at this time. A DHR was unable to be performed as the lot number is unknown.

Event description:
It was reported that during use of the unspecified bd syringe there was an issue with leakage past the stopper. The following information was provided by the initial reporter, translated from chinese to english: patients with pulmonary infection in hospital do ask room in, the nurses muscle injection for the use of syringes, syringe for injection occurred leakage. Nurse immediately pull out the needle and the injection site to disinfection, replace the syringe to continue to intramuscular injection. The inspection of the equipment department found that the combination between the stopper and the barrel was not strict, which led to the occurrence of the leakage. This incident caused a second puncture to the patient, which increased the possibility of infection, and the injection dose was not accurate enough to cause other harm to the patient.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd syringe there was an issue with leakage past the stopper. The following information was provided by the initial reporter, translated from chinese to english: patients with pulmonary infection in hospital do ask room in, the nurses muscle injection for the use of syringes, syringe for injection occurred leakage. Nurse immediately pull out the needle and the injection site to disinfection, replace the syringe to continue to intramuscular injection. The inspection of the equipment department found that the combination between the stopper and the barrel was not strict, which led to the occurrence of the leakage. This incident caused a second puncture to the patient, which increased the possibility of infection, and the injection dose was not accurate enough to cause other harm to the patient.